Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the packaging of the 2.50x12mm trek balloon dilatation catheter was opened, the proximal shaft was observed to be separated. A new 2.50x12mm trek bdc was used to perform pre-dilation. A non-abbott stent was implanted and a 2.50x20mm nc trek neo was used to perform post-dilatation. There was no device use or patient involvement with the complaint device, and no clinically significant delay in the procedure. No additional information was provided.